Event description:
It was reported to medtronic minimed that the customer experienced audio/vibrate anomaly/absence of alarm, blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported a blank display. Display was blank at the time of the call. Battery cap contacts and battery compartment and/or springs are not damaged. Customer reported an audio/vibrate anomaly. Pump is currently vibrating/beeping. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. After the battery installation unit gave an unexpected flashing white screen with partial display/missing segments. After multiple attempts to download, display anomaly persisted. No blank display noted. Unable to download history files and traces using thump software due to flashing white screen. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to display anomaly. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic stack. During deconstructive analysis, it was determined that the individual traces on lcd glass between the lcd controller and the lcd image area have been broken causing white flashing screen and horizontal lines of information from displaying. Unit was also received with broken trace, scratched case and pillowing keypad overlay. In conclusion, the customers allegations of display anomaly was confirmed when unit gave an unexpected flashing white screen with partial display/missing segments. Display anomaly was due to broken individual traces on lcd glass between the lcd controller and the lcd image area. Unable to confirm audio/vibrate anomaly/absence of alarm due to display anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.